Event description:
Limited info is available about this event. Additional info was requested. After prepping the iab per procedure, the md felt resistance while inserting the iab through the sheath. The iab was stuck in the sheath. The sheath with the iab was removed as one unit. Due to extensive bleeding, the md inserted to 10 fr sheath. A 2nd iab was prepped per procedure and it also began to unwrap. However, the md advanced the iab through the sheath and placed the iab successfully in the pt. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed when eval is completed.